Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the main tube insulation was scratched and some of the insulation has been removed. The scratches measured approximately .035 - .062 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si maryland dissector instrument shaft on the distal end was splintering. No patient harm, adverse outcome or injury was reported.